Event description:
The new concentrates/intensity are the failing. There is a hepa filter that is smoldering when in use. When taking them apart you will see black char on the filter. All of our concentrators in use were affected 15 total. We took all of this type of concentrators (invacare platinum 10 ) out of service.